Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was out of use at the time of the reported event. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. Multiple restarts were performed; however, the issue was not resolved. A philips field service engineer (fse) inspected the system on-site and identified a software issue with the suite pc. To resolve the issue, the software was reinstalled, and the system was returned to use in good working order and ready for clinical use. The reported issue is related to medical device correction z-1091-2026. The correction is planned to be implemented on the system. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up properly. No harm was reported to philips. Philips has started an investigation of this complaint.